Manufacturer narrative:
(B)(4). Results: (endoleak).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a saccular 5.9 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck is 2.5 cm long and it is 24 mm in diameter proximally and distally with mild proximal calcification. The iliac arteries were severly calcified bilaterally. It was reported that after the stent grafts were successfully implanted there was a type IV endoleak seen at the mid section of the bifurcated stent graft. No intervention was performed and the decision was made to evaluate the endoleak at the 30 day follow-up. No additional clinical sequelae were reported, and the pt is fine.